Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacture representative (rep) regarding a handpiece. It was reported that during surgery, they pressed the coag button it lead to the cut. When cut operation was performed while pressing the coag button and performing hemostasis, cut of the device was activated. While pressing the coag button 100 or more during the procedure, it occurred several times. The procedure was performed using the reported product, asit occurred several times, but when it did not occur, it was normal coag operation. There was no impact to patient.